Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) (oekg) oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water channels of the device. The testing result cleared the german guideline. After the additional microbiological testing, oekg evaluated the subject device and confirmed the following. Air leak inspection connecting tube was pierced. Light guide lens was cracked. The adhere of the light guide/ccd lens was porous. The adhere of the bending section rubber was porous and broken. The connecting part of the bending section and insertion tube was pierced, scratched, and squeezed. Body control unit was worn out. The air/water and the suction cylinder was corrosion and worn out. Light guide tube was buckled and kinked. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; september 11th, 2020] staphylococcus epidermdis[second time; (B)(6) 2020]pseudomonas aeruginosa (<1000 cfu/100ml), stenotrophomonas maltophilia (<1000 cfu/100ml)the device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel medivators, using peracetic acid.there was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.